Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to the nozzle tip. The plunger has overridden the lens still within the loading area. The lens appears to be only slightly advanced toward the far end of the loading area. The trailing haptic is folded onto the optic. The leading haptic is in front of the optic and is located at the nozzle entry area. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used in the device. The root cause of the complaint cannot be determined. A plunger override was observed which was most likely resulted in the reported complaint of iol stuck in injector. The lens was in the loading area. The plunger was advanced into the nozzle tip. Due to the observation of a plunger override while the lens was still within the lens loading area and the plunger advanced to the nozzle tip, this may indicate that the delivery rate was faster than the recommended rate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens stuck in the injector during lens implantation. The lens was replaced and the surgery was completed with no patient impact.